Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization or ER visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone13.2. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported seeking medical attention through either an ER visit or hospitalization, during which diabetic ketoacidosis was diagnosed. The patient did not specify whether it was an ER visit or hospitalization, nor the length of any potential admission. The patient indicated that the event occurred sometime after their most recent medical evaluation on (B)(6) 2025; however, the exact date of occurrence was not provided. No additional information was obtained despite multiple good-faith attempts to gather further details.